Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the issue resolved and the customer continued using pump for insulin therapy. Customer's blood glucose was 120 mg/dl.